Event description:
Patient arrived to clinic on (B)(6) 2024 with complaints of vad alarms approximately 2 months ago, that caused patient to change out controllers with cessation of alarms. Patient also noted with modular cable damage. Modular cable exchanged today and new backup controller issued.